Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy rashes under the front and both back pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a neosporin/hydrocortisone cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.